Event description:
It was reported to philips that the therapy disabled message was displayed and device cannot be used. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter last name: on-site person in charge. Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #:(B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
Customer resolution and conclusion: the therapy pca was replaced, and device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. On 16/nov/2023 update: fa is completed: this pca was returned "therapy disabled message is displayed and cannot be used¿ this was verified in lab testing. Utilizing the error logs, it was determined that this therapy board failed for c123, defective.

Event description:
It was reported to philips that the therapy disabled message was displayed, and device cannot be used. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.